Manufacturer narrative:
H10: the actual sample was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that the dialysate port was cracked. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Prismaflex st150 set ckt has been temporarily approved for use in the us under emergency use authorization eua (b))(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating from an unspecified location of a prismaflex st150 set during prime. There was no patient involvement. No additional information is available.